Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms. Subsequently, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.